Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the vibration alarm function of the pump was not functioning. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the vibration alarm function of the pump was not functioning. The pump was opened and the vibration motor was found to be unresponsive and the pins were found to be misaligned. No other issues were found.